Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 corrected sections: b5 - corrected event description to reflect fitting problem, h6 - device code changed to fitting problem trackwise # 350838. The device was returned for evaluation on (B)(6) 2020 and investigated on (B)(6) 2020. The delivery device, loading device and seal tension spring assembly were only returned for investigation. Cutter was not returned. Signs of clinical use and no evidence of blood was observed. A visual inspection was conducted. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position. The seal was extended outside the tube. The seal was then pulled out from the delivery device for inspection. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the received condition of the device the reported ¿fitting problem¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal not loading correctly. They used new seal but used the cutter. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) button on the cutter couldn't be depressed to fire the cutter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.